Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue and found that the ventilator displayed "vent inop" after the user verification test (uvt). The fsr replaced the main board in order to resolve the customer's reported issue. The fsr completed the device evaluation, repair and returned the ventilator to the customer. The suspect main board has been received by vyaire, but it is still under investigation. The investigation will be included in a follow-up report submission.

Event description:
The customer reported that the ventilator alarmed ""vent inop" (ventilator inoperable). The events log showed "motor fault" and "xdcr fault" (transducer fault). There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component duplicated the reported issue and isolated the issue to solenoid failure.